Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error: inappropriate bypass of the initial drain without low drain volume alarm occurring. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding assistance draining out, which occurred on the homechoice pro (hcp) during use, during dwell 1 of 6. The cg stated she used a manual bag today, and the patient had 1500ml of fluid in her from the manual bag. The cg bypassed the initial drain tonight and the patient did fill 1 with a fill volume of 1500ml. The cg realized she bypassed the initial drain and that there was fluid in the patient. The technical service representative (tsr) assisted the cg with performing a manual drain. The manual drain volume equaled 3018ml and then the machine displayed stop, back to dwell 1. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr assisted the cg with bypassing to drain 2. The drain volume equaled 32ml then went to fill 2. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware of the event and had instructed the patient to call baxter for assistance at the time of the event. The rn stated there was no patient injury or medical intervention associated with the event and that the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.